Event description:
It was reported that the while the patient was in the hospital to have a stent placed, failure to capture, intermittend failure to sense, and a progressive rise in threshold were noted. There was also an increase in impedance, and a defect on the lead near the 'lead socket'. The lead was capped. No patient complications have been reported as a result of this event.